Event description:
It was reported that prior to a surgical procedure at the user facility during an anatomical registration the customer was unable to achieve accurate registration of the patient landmarks and was unable to proceed with using the device for the procedure. The landmarks ensure accuracy of the device during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that prior to a surgical procedure at the user facility during an anatomical registration the customer was unable to achieve accurate registration of the patient landmarks and was unable to proceed with using the device for the procedure. The landmarks ensure accuracy of the device during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.